Event description:
Baxter product surveillance received a report from a home pt via hpsr that a minicap fell off a home pt's transfer set. The home pt has been on peritoneal dialysis for 6 years. The transfer set had been in place for 6 weeks prior to the incident. Tere was no pt injury or medical intervention associated with this incident.